Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in a patient for the thoracic endovascular treatment of a type ia and ib endoleak and migration of an unknown stent graft. An unknown distal stent graft extension was also implanted during the procedure. It was reported that at the end of the index procedure a type ia endoleak was detected. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The heli-fx endoanchoring system was used in a valiant stent graft system. A valiant stent graft was also implanted distally during the procedure along with the endoanchors. The reported type ia endoleak is continuing with no plans for further treatment.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.